Manufacturer narrative:
Per additional information received on may 16, 2025, the report indicated the patient had implants placed on (B)(6) 2025. She presented to our office on (B)(6) 2025with complaints of an acute lee swollen and painful right breast. There is suspicion for a delayed seroma or hematoma. She was sent out with a prescription for an ultrasound of the right breast. She shad pain, swelling, disfigured breast. Patient went to emergency room. She had a cat scan of the chest which showed fluid around the right breast implant. The patient's hemoglobin and hematocrit were stable as well as her vital signs at the emergency room. The decision was made to bring the patient to the operating room on wednesday, (B)(6) 2025 for exploration of her right breast implant pocket. A clear seroma was found in the pocket and culture swabs were taken. There was no puss or blood in the pocket. The implant was removed from the pocket, and the pocket was completely examined. A tissue specimen was also sent for culture. The pocket was in irrigated with triple antibiotic saline solution. A new implant was introduced into the pocket using the keller funnel. The incision was then closed in a standard fashion. Surgery on (B)(6) 2025 for implant exchange. The patient information is as follow: patient initial - (B)(6) patient date of birth- (B)(6) 1993, ethnicity - white. The procedure was primary augmentation on (B)(6) 2025. Right implant: catalog# / serial #(B)(6)/ lot# 9867500. Reason for device explant and/or reoperation: early onset of seroma a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent an unknown breast surgery involving unknown mentor silicone prosthesis experienced unknown sided early onset of seroma post-operation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.